Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. The pump was received stuck in a motor error alarm loop during the bolus/basal delivery and a motor position encoder error alarm was confirmed in the alarm history. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The pump had cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor position encoder error alarm. Customer's blood glucose was 115 mg/dl. Customer stated that drive support cap appeared normal. Customer also reported that after having full battery, battery was dead the next morning. Insulin pump's time and date had to be reset. Customer was advised that insulin pump would need to be replaced.